Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was receiving remodulin via an implantable pump for unknown indications for use. It was reported that prior to refill the patient complained of some dizziness. After the refill, the dizziness significantly worsened and was accompanied by severe nausea, vomiting, hypotension and diarrhea. The patient was transported to the emergency room and  was subsequently admitted ((B)(6) 2024 until (B)(6) 2024). The patient was given lactated ringers and the dosage of remodulin was decreased resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 820180c lot# serial# (B)(6) implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheters had no significant anomalies. Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 820180c lot# serial# (B)(6) implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.